Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot# 73a2000533. Investigation did not show issues related to the complaint.

Event description:
The staple is jamming.